Event description:
It was reported that a patient required total hip revision surgery due to a failed previously implanted trochanteric fixation nail. The failure was described as the parts coming loose. The patient experienced significant pain and the inability to ambulate as a result. The patient was revised to a total hip prosthesis. This complaint involves 3 devices. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. Implant date reported as (B)(6) 2010, exact date unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records was conducted. The report indicates that: a review of depuy synthes monument device history records for manufacturing revealed no complaint related issues. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.